Event description:
Complainant alleged that during biomed testing the device displayed "status 66", "status 110" and "can not charge" messages. Complainant indicated that there was no patient involvement in the reported malfunction.